Manufacturer narrative:
Patient's identifier, age, sex, weight, were not provided. If the requested information becomes available, a supplementary report will be submitted. Implant date and explant date are not applicable since the product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per (B)(4), during clinical procedure, error in surgical protocol.